Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. Visual examination found two pin holes on the cassette film. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents and information in the file were reviewed. On 05/24/2017 it was reported during a service call by the patient¿s wife that there was fluid leaking inside the cassette door when cancelling the patient¿s continuous cycler-assisted peritoneal dialysis (ccpd) therapy as recommended by the peritoneal dialysis registered nurse (pdrn). Follow-up was made with the pdrn, who stated the fluid leak due to cassette resulted in patient developing an episode of peritonitis. No additional clinical information was provided. It was unknown the types of symptomatology the patient was experiencing with this peritonitis event, resolution and ability continuing pd therapy. It was noted by the patient¿s wife that patient was able to perform manuals.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's wife stated she noticed fluid leaking inside the cassette door when she cancelled peritoneal dialysis treatment. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient developed peritonitis as a result of the reported fluid leak. Medical records were requested.

Manufacturer narrative:
Device manufacture date: 02/23/2017. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Conclusion: a temporal and causal relationship between the patient¿s episode of peritonitis and the fresenius products exists. There is documentation in the complaint file supporting a possible causal association between the reported fluid leak inside the cassette door of the liberty cycler and the subsequent event of peritonitis. The patient discontinued use of this liberty cycler and the pdrn is ordering a replacement for this patient for the fluid leak.

Event description:
Source documents and information in the file were reviewed. On (B)(6) 2017 it was reported during a service call by the patient¿s wife that there was fluid leaking inside the cassette door when cancelling the patient¿s continuous cycler-assisted peritoneal dialysis (ccpd) therapy as recommended by the peritoneal dialysis registered nurse (pdrn). Follow-up was made with the pdrn, who stated the fluid leak due to cassette resulted in patient developing an episode of peritonitis. No additional clinical information was provided. It was unknown the types of symptomatology the patient was experiencing with this peritonitis event, resolution and ability continuing pd therapy. It was noted by the patient¿s wife that patient was able to perform manuals.